Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 27x1/2 ll eclipse 305826 barcode was not readable. The following information was provided by the initial reporter translated from portuguese to english: new batch identified with the same problem. Ref. 30281264 but is reading the barcode of ref. 305818. The barcode numbering is different, but the barcode reading is the same. It is necessary to collect and exchange the affected batches.

Event description:
No additional information.

Manufacturer narrative:
Video and photo received for investigation. Through visual inspection, the scan generated barcode for another material. Therefore, the complaint was confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the teams investigation, the respective drawing for the impacted sku 30281264, needle 27x1/2 ll eclipse was inadvertently revised and released with the incorrect barcode during the graphic design update. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.